Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the solution leaked from a cassette during the pars plana vitrectomy procedure. The cassette was replaced and the procedure was completed. There was no patient harm. Additional information received from the company representative indicating the console and floor became wet due to the leaked solution from the cassette. There was no harm to the operating room (or) staff.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned cassette was visually inspected and the cassette was wet an cloudy. The infusion cannula line on the tip region was detached from the fitting and was not returned. The fluid saturation of the cassette resulted in the entire cassette housing turning from clear to opaque which will interfere with the console sensors and inhibit the capacity of the system to detect fluid cassette levels during normal operation. The returned condition of the cassette rendered the device inoperable as a system error occurred each time the laboratory attempted to test the cassette. Drying did not improve the condition of the cassette. We were able to perform a pressurized test on the cassette utilizing an external pressure source. The cassette was pressurized and no leakage was observed. Since the returned condition of the cassette was unable to be tested on the console, a full evaluation could not be completed. While we were able to confirm the cassette did not leak during initial testing, we could not complete operational/functional testing on the calibrated console for a full evaluation. As such, the root cause of the customer's complaint could not be conclusively determine. After investigation of this complaint, no corrective action is required at this time as the root cause is not known. Based on our current tracking, there are no adverse trends for this reported complaint and lot. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).